Event description:
Reportedly, the eea was fired, but the anastomosis had a posterior wall leak and an imcomplete cut of the proximal donut. The anastomosis was over sewn and patient had to receive a colostomy. They report that the patient was stable. Procedure: lar.